Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing leading to pacing inhibition and automatic mode switch on the right ventricular (ra) lead. Programming changes were performed to resolve the issue. There were no patient consequences.